Event description:
Reporter alleged he obtained a 165 mg/dl result on the advantage system and took unk medications thirty minutes later. Reporter stated that thirty minutes after taking the medications, he felt woozy and called 911 as he was unable to treat himself. Reporter stated the emts obtained a 40 mg/dl result on their system and treated him with glucose through an IV while taking him to the hospital. Reporter stated the hospital gave him orange juice once he arrived. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.